Manufacturer narrative:
It was reported in the initial report that the trigger on the device was broken and torn off. However, upon review of the investigation, it was determined that the reverse locking mechanism was blocked; and that during tests, it was possible to notice that the motor was jammed. It was further determined that after opening the equipment, a few oxidized parts were identified indicating that the problem was caused by flaws at the cleaning process. This does not change the assignable root cause reported in the initial report, which is improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device trigger was broken, torn off and the motor was jammed. It was further determined that the device failed pretest for starting behavior, excessive noise, untrue running and air leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.